Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy and difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported separation and difficulty removing the device form the anatomy appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Additional information: it was confirmed that the separated balloon was removed inside the sheath. Nothing remained in the patient. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x20mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use; however, difficulty removing the protective sheath was felt. The bdc was advanced to the tight lesion and the balloon became stuck after inflation. The balloon was deflated and the bdc was removed with the sheath as a unit, but resistance was felt. When examining the balloon outside the patient, it was observed that the balloon had separated from the delivery catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.